Event description:
It was reported that a bd angiocath¿ IV catheter had foreign matter. The report is as follows, "fm like fiber came out from the needle." This occurred on 2 separate occasions but the date/time and or patient information is unknown.

Manufacturer narrative:
Investigation: bd was able to verify the reported complaint of foreign matter. The two samples were sent for fourier-transform infrared spectroscopy, the analysis shows the fiber was composed of poly ethyl acrylate and the transparent droplets is silicone. The root cause of this foreign matter composed components similar to those of poly ethyl acrylate and silicone, the fiber found may have originated punctually during the assembly process of the angiocath product due to an increase in the cleaning frequency at the machine station # 4, which may be related to the problem of excess silica originating from the machine. There is a corrective action project, CAPA#450094, has been initiated to investigate the issue of visible silicone. There are no quality notification (qn) or nonconformity report of "foreign matter/ visible silicone" that could lead to this complaint found in the DHR review.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd angiocath¿ IV catheter had foreign matter. The report is as follows, "fm like fiber came out from the needle." This occurred on 2 separate occasions but the date/time and or patient information is unknown.